Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in-clinic after an alert for high, out of range high voltage lead impedance was observed via remote transmission. Patient was asymptomatic. The device was reprogrammed and there have been no further issues.